Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting vessel during laparoscopic whipple surgery, the surgeon pressed the fire button after pressing the safety button, but the staple was not fired. The surgeon had to replace with manual handle and new reload to complete the case. There was no patient injury.